Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was 100 mg/dl. The customer stated that the alarm occurred during the rewind/prime sequence. The customer stated a temp basal was not program before the alarm occurred. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No alarm noted. The insulin pump passed the self-test. The insulin pump unable to download to the carelink software due to alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The insulin pump had minor scratched display window and cracked reservoir tube lip.